Manufacturer narrative:
The patient's year of birth is 1951.

Event description:
The customer reported the device automatically restarts. The fse clarified a vent inop due to power supply failure that precedes a post timer/24v faillure. The customer reported there was patient involvement and no patient harm.